Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, dog chew marks around reservoir tube, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump was damaged. It was reported the customer's dog chewed on the insulin pump. The customer stated the reservoir compartment could no longer hold the reservoir in place as result. Customer's blood glucose was 331 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.